Manufacturer narrative:
(B)(4). Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. The device was received with no staples present and an anvil with a washer cut. No issues were detected attaching the anvil to the trocar. The device was loaded with staples, reset, and fired into a test skin. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form and release criteria. Batch records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. Ensure the anvil is attached by verifying the orange band is covered and the anvil is secure. The device will not fire with an unsecure anvil. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a sigmoid colectomy procedure that the anvil kept separating from the device while attempting to attach. Every attempt to attach the anvil would ¿pop off¿. Counter traction was used to connect the anvil to the device. Same device was used to complete the procedure. Leak test performed with no leaks found. There were no adverse consequences for the patient.